Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor arm failed self-test alarm occured four times. Customer stated that they were able to clear the alarm. The device will be returned for analysis.

Manufacturer narrative:
Device received with constant a64 alarm due to a faulty connector on the radio frequency board. Unable to perform operating currents, self-test and displacement test due to a64 alarm.